Event description:
Account alleged that the left head siderail latch was stuck in the open position and the siderail would not latch. No injuries reported.

Manufacturer narrative:
Account stated that the pt pulled on the siderail release arm and the arm has released and is now functioning as designed. Account does not know why it was stuck but the issue is not resolved.